Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported during a lasik procedure a loss of suction occurred. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Attempts have been made to obtain additional information; however, at this time no additional information has been received.